Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed, because an additional surgery was performed to fix the patient's reported jaw issues. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. There have been 2 complaints for this item# 24-6563, lot# 726780a. The other is a previous report from this same patient. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding pain leading to a revision, there is a complaint rate of 0.47%, which is no greater than the occurrence listed in the application fmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding limited range of motion leading to a revision, there is a complaint rate of 0.26%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d4 expiration date g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This report is being submitted to update additional information in section a3, b1, b4, b5, d4, e1, e2, e3, g3, g6, h2, h6 and h10.

Event description:
It is further reported that the patient has scar tissue against left joint replacement causing misalignment and creating a scissor bite. Her right side joint is being affected by compensation for the left side implant issues. No further intervention has been reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00194, 0001032347-2020-00196, 0001032347-2020-00197. Medical products: tmj system left narrow mandibular component 50mm / 7 hole, part# 01-6551, lot# 723470a. Tmj system left fossa component, small, part# 24-6563, lot# 726780a. 2.4mm system high torque (ht) cross-drive screw 2.7 x 10mm, part# 91-2710, lot# ni. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni. Occupation: patient.

Event description:
It was reported by the patient that she underwent surgery to correct issues with her jaw following implantation of temporomandibular joint implants on the left side three (3) years ago. The patient also reports pain so severe that she can barely open her mouth. Attempts have been made but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h6, and h10.

Event description:
It was further reported that the patient is being planned for a revision to a new custom implant.

Event description:
It was reported by the patient that she underwent an unknown surgery to correct issues with her jaw following implantation of temporomandibular joint implants on the left side three (3) years ago. The patient also reports pain so severe that she can barely open her mouth. It was further reported that the patient has scar tissue against the left joint replacement causing misalignment and creating a scissor bite. Her right side joint is being affected by compensation for the left side implant issues. It was also further reported that the patient is being planned for a revision to a new custom implant. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, and h11. Correction is in section h6.